Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, in tortuous iliac anatomy, moderate-severe paravalvular leak (pvl) was noted. Balloon aortic valvuloplasty (bav) was performed twice but moderate pvl remained. Another transcatheter bioprosthetic valve was successfully implanted valve-in-valve. Moderate pvl was noted. No treatment was prescribed. An echocardiogram three days post-implant showed that the pvl had resolved. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.